Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the insufflator had stopped functioning. A system reboot was performed; however, the issue persisted. Error code 3003 was present, with a message indicating that the insufflator was contaminated. System logs were not available at the time of the call. The customer reported event has no report of patient injury.

Manufacturer narrative:
Procedure completed with the third party insufflator. No harm to patient.

Event description:
Refer to h11 for follow-up information.